Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Manufacturer narrative:
(B)(4). This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
The patient presented for upgrade procedure. During procedure, the physician attempted to implant the right ventricular lead. However, when the right ventricular lead was placed down the superior vena cava (svc), it was observed that the tip of the lead was bent. The physician attempted to use the lead as it was. However, when the lead helix was deployed, it took many turns for it to extend. The right ventricular lead was not used and was replaced. The patient was stable.